Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on an ilet system while using an inset infusion set, with a reported blood glucose of 350 mg/dl; troubleshooting and education were provided, and the issue resolved only after a complete supply change including tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included user communication and product-use troubleshooting focused on the infusion set and tubing pathway. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set/tubing that was relieved by replacing supplies, consistent with a transient flow restriction in the delivery pathway. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set/tubing that resolved with replacement.